Event description:
In (B) (6) 2009, the patient reported that he was in the process of changing the insulin cartridge and he noticed that the piston rod was not retracting. He stated that this occurred once in the past and he changed the battery and the infusion device functioned properly. Today he changed the battery 3 times and he is unable to retract the piston rod and eventually an e10 (cartridge) error is displayed. He inserted the battery into the backup infusion device and the device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.